Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with four gore excluder aaa endoprostheses. On (B)(6) 2011, a follow-up ultrasound reportedly identified growth of the left common iliac artery landing site from 22 to 33 mm. It was reported that this was a new aneurysm. On (B)(6) 2011, a follow-up ultrasound reportedly identified growth of the left common iliac artery landing site from 22 to 33 mm. It was reported that this was a new aneurysm. On (B)(6) 2011, an additional procedure was performed whereby an additional contralateral leg component was implanted to treat the new aneurysm growth. The implant of the additional device resolved the issue, and the patient tolerated the procedure.